Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02445 it was reported that an asymptomatic patient presented to an in-clinic follow-up with noise over-sensing from the right ventricular lead causing incorrect high ventricular rates and pacing inhibition. There was also far field r-wave over-sensing noted on the implantable pacemaker to be causing automatic mode switch episodes. Both devices were reprogrammed accordingly. Patient was stable after the event.